Event description:
During a pm, the ge service rep found the half skin dose was out of spec. A re-measurement was required.

Manufacturer narrative:
(B)(4). The ge service rep calibrated and adjusted the system and the correct readings. The system operates as intended.